Event description:
It was reported that a pt underwent a vaginal hysterectomy, and a total pelvic floor repair procedure in 2008. Post-operatively in 2009, the pt developed a shrinkage of the mesh that was painful, especially on the right side. As a result, the pt had a partial resection of the mesh in 2009. This required in-pt hospitalization. Post-operatively, the pt had no pain and was voiding normally. The event outcome is listed as resolved.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.